Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced repeated restart code 28 alerts over several days. The user also reported a hyperglycemic episode with a blood glucose value of 300 mg/dl due to running out of insulin. No outside medical intervention was required.